Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, severely scratched lcd window and cracked battery tube threads. No missing segment or partial display anomaly during test noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that display screen was partially viewable on insulin pump. It was reported that display screen had squiggly lines and pixel was distorted. Customer's blood glucose was unknown. Insulin pump was not dropped. Caller was advised that insulin pump would need to be replaced.